Event description:
The technical service representative reported a discrepant urine total protein result for one patient. Initial result was 2 mg/dl with a flag instructing the user to repeat the sample. The same sample was repeated four times, first giving a result that was not provided. The second repeat gave 93 mg/dl and the third repeat gave 731 mg/dl, again instructing the user to repeat the sample. The final result (with dilution) gave 724 mg/dl. The initial result was reported, the patient was not adversely affected. The field service representative was not able to duplicate the discrepancy or determine the cause. He noted the customer indicated the patient sample was the cause.